Event description:
Dealer stated that the pad for the right side lateral on a (B)(4) power chair is coming apart at the seams exposing metal. The foam pad is not wrapped around the edge of the metal plate, thus causing the skin under the armpit area to be rubbed over time and cut open, minor lacerations.